Manufacturer narrative:
The surgeon reported that he misinterpreted the nomenclature on the tibial cut guides, and as a result removed 2mm more bone than he intended. The surgeon completed the surgery using a 3mm cement mantle to tighten the soft tissue envelope and give stability. The patient later developed snapping popliteus. The patient was revised to an off the shelf implant. Review of the device history record indicates the device was manufactured to specification.

Event description:
The surgeon reported that he misinterpreted the nomenclature on the tibial cut guides, and as a result removed 2mm more bone than he intended. The surgeon completed the surgery using a 3mm cement mantle to tighten the soft tissue envelope and give stability. The patient later developed snapping popliteus. The patient was revised to an off the shelf implant.